Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left the factory as per specifications. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severly calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.

Event description:
Reporting status: death. Reporting rationale: failure to cross the lesion resulted in a failure to treat the vessel injury, patient subsequently died. Device issue: failure to cross. It was reported that a perforation/dissection occurred with the use of another device which required treatment with a graftmaster stent. The graftmaster device failed to cross the lesion, which resulted in the patient death. No additional event or patient information is available.